Event description:
On (B)(6) 2012, patient reported having concern with the infusion device. Patient stated she has been receiving elevated blood glucose readings and when she switched to her backup infusion device, her readings returned to normal. Patient stated her blood glucose level has been elevated for a week. Patient reported she changed her infusion set, the battery, the cartridge and the adapter and her readings remained elevated. Patient stated she finally went to the hospital yesterday to see if they could get her readings down. Patient reported she remained on the infusion device and they gave her injections of 5.0 units and 10.0 units of insulin and her readings still did not go down. Patient stated her blood glucose readings were ranging from 350-450 mg/dl. Patient's normal blood glucose range is 100-200 mg/dl. Patient reported she did not require the outside assistance as she had been self-treating for the whole week and she was okay to continue doing so but wanted to see if there was anything else wrong. Patient stated they did tests and she did not have any infections and was not sick but was experiencing elevated blood glucose symptoms only of being sick at her stomach and had chills. Patient reported she was in the ER from 11:30 am - 5 pm and they sent her home because they could not determine anything was wrong with her. Patient stated when she arrived home her blood glucose readings were still elevated so she switched to her backup infusion device and her readings went down last night. Patient reported her blood glucose readings were back to normal this morning. Patient stated prior to the elevated readings, she had been having urinary tract infections and was on an antibiotic for that. On call back on (B)(6) 2012, patient reported when she switched to the backup infusion device she changed to a new cartridge and infusion set; she did not use the same accessories. Product was replaced and requested return of the infusion device, insulin cartridge, adapter and infusion set for evaluation.